Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This record is for the right side. Device remains implanted.

Event description:
Patient reported "deflation". Later, patient reported they fell 3 months ago and that is when they noticed the right-side deflation. Patient stated they believe that may be why the implant deflated assessed as not device related. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.